Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was had a contamination issue. The event was further described as, ¿while connecting to the automaton, the tip of the filler tube (end piece connected to the bag) had greenish traces, resembling mold". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 25, 2020 to august 26, 2020. H10: the device was received for evaluation. A visual inspection along with magnification was performed and a dark green foreign matter that was not embedded was observed on the outside surface of the connector area not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.